Event description:
This patient expired on (B)(6) 2014 due to sudden cardiac death due to ventricular tachycardia. There are no known complaints associated with the functionality of this device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of35 charging cycles was documented. The memory content of the device was inspected. The analysis of the available iegm showed that due to the detection of intrinsic signals the device detected a ventricular tachycardia on (B)(6) 2013, leading to shock delivery. This shock was documented with a shock impedance of "< 25 ohms", indicating a shock delivery into an external shockcircuit. Furthermore the shock holter documented that subsequent chargings were aborted due to an exceedance of the maximum charge time threshold of 20 seconds. The device status eri resulted from that exceedance of the maximum charge time threshold. A sensing test was performed, and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified,however the ability of the device to deliver defibrillation shocks was found compromised. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. Further analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery in an external short circuit,consistent with the shock impedance of "< 25 ohms" observed during the inspection of the memory content. In summary, the analysis of the ICD showed that the device was damaged due to a shock delivery into an external short circuit (B)(6) 2014. However, this does not represent an ICD malfunction. There was no indication of a material or manufacturing problem.